Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240. This occurred while the patient was connected for the fourth dwell cycle of peritoneal dialysis therapy. During troubleshooting, there was nothing unusual noted with the supplies or setup that could cause or contribute to the alarm. The technical services representative (tsr) assisted the patient in clearing the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available at this time.